Event description:
It was reported that the patient was admitted to the hospital for an immediate device change as the device was found to be at end of life [eol] upon interrogation. It was also reported that the device may have had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. The device met 99.9 percent of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4): we did receive performance data collected from the device and have analyzed the data. The programmer save to disk data shows time of elective replacement indicator (eri) in the save to disk on (B)(6) 2011 device eri at 2.62 volt, and end of life (eol) reached 3 months after eri. The weekly battery voltage trend data shows minimum battery voltage at 2.64 to 2.62 volts minimum between (B)(6) 2011 and (B)(6) 2012.